Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, no audio output and an adverse event was reported. The patient stated they went to a routine doctor appointment and the doctor stated she didn¿t look good. They tested her blood glucose (bg) and the meter read over 500 mg/dl. The patient was admitted to the hospital and administered an insulin drip until her glucose readings were back in normal range and then was released. At the time of contact, the patient was in stable condition. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.